Event description:
A malfunction on the pump was reported by the caller. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl; specific values were not provided, but it was implied there was no adverse impact. The technical support team assisted the caller with resetting the pump and provided information on managing the situation. The malfunction did not recur after the reset, and the customer was advised to continue using the pump while monitoring for any future issues.